Event description:
It was alleged that while in use on a patient the pump changed rate from 10ml/hr to 30ml/hr. The patient experienced an increased blood pressure and bradycardia. The infusion rate was reset at 10ml/hr and the patient stabilized. No additional medication was given. There was no resultant patient consequence.